Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead repositioning procedure. The left ventricular lead had caused phrenic nerve stimulation on all electrodes. During the repositioning procedure, a guidewire could not be inserted through the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to insert guidewire was confirmed in the laboratory. Dried blood was found in the inner coil at the proximal region of the lead.